Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint history, device history record, instructions for use, quality control, functional testing and a visual inspection of the returned device was conducted for the purpose of this investigation. The used tulip snare and snare catheter were returned for investigation. The device was physical examined and tabletop testing was attempted. Biomatter was present during tabletop testing. Using the handle of the device, the three intact petals of the snare were able to open and close at the distal end of the snare catheter. Due to the condition of the device, the snare was not able to be fully advanced or withdrawn out of the snare catheter to capture the true failure. Slight inadvertent kinking of the proximal snare tubing near the y-connector occurred during the attempt to withdraw the snare from the catheter. However, evidence was present showing one of the petal wires of the snare was broken. Instructions for use included with the device state: device description: the cloversnare 4-loop vascular retriever consists of four petals composed of nitinol, for shape memory, and tantalum, for visibility. It is packaged with a coaxial sheath system with dilator. Each of the sheaths of the coaxial system has radiopaque bands incorporated to identify the location of the distal tip of each sheath. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters, and wire guides should be employed. Excessive force should not be used to manipulate or retrieve foreign objects. Do not attempt to shape the catheter tip or snare, as doing so may damage the device. Damage may include, but not be limited to, separation of the nitinol snare(s) from the snare catheter. Introduce the coaxial sheaths with dilator over the wire guide and advance to the desired location. Remove the wire guide and dilator, then insert the snare catheter and advance it to the desired location. Loosen the screw of the clear y-fitting to enable advancement of the snare loops. Holding the clear y-fitting steady, advance the white pin vise. The pin vise can be used to advance, retract, and manipulate loops to capture/surround foreign object. Once the foreign object is captured/surrounded by the loops of the snare, hold the pin vise steady and tighten the screw of the clear y-fitting. Note: if at any time during the procedure, the distance between the pin vise and the clear y-fitting changes, the screw at the top of the clear y-fitting should be further tightened. While holding the clear y-fitting steady, advance the coaxial sheath system over the foreign object. Note: the outer sheath of the coaxial system may be advanced over the tip of the inner sheath to cover any portion of the foreign object not contained inside the distal tip of the inner sheath. Separate the hub of the inner and outer sheaths and remove inner sheath, snare catheter, and foreign object." The device history record was reviewed and no nonconformances were noted. The device history record for the cloversnare 4-loop vascular retriever snare lot was also reviewed and no nonconformances were noted. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the evidence displayed during the device examination, we are unable to determine with certainty if this failure was related to a procedural event or device related. We will notify the appropriate personnel and continue to monitor for similar complaints no further risk reductions measures are required at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was initially reported that one of the loops of the cloversnare 4-loop vascular retriever broke away from the shaft. Another device was used to complete the procedure successfully. Additional information provided on 09jan2017 indicating there was not a complete separation of the clover loop snare from the delivery device. One end of an individual loop became detached but the other end still remained attached to the delivery catheter. There were no parts that separated from the clover snare into the patient¿s body that required retrieval. Separation of one of the ends of the loop occurred in the patient. Patient was fine. Was able to use a goose neck retrieval device and successfully retrieve the ivc filter.

Manufacturer narrative:
Date received by manufacturer on initial report corrected to 12/29/2016